Event description:
It was reported that a cartridge alarm 20 occurred, and the customer's blood glucose level was displayed as "high." The customer took a correction bolus via the pump to address the high blood glucose level and received normal assistance from a third party, which did not involve any incapacitation due to the blood glucose level. The technical support team decided to replace the malfunctioning pump with one that had updated software, providing the customer with necessary instructions for returning the problematic pump and using a backup therapy to continue insulin delivery. The customer acknowledged and understood the guidance provided.